Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-02677. It was reported the patient experienced disorientation and was not able to walk without assistance on 4/25/2017 during the follow-up appointment following the permanent implant procedure. The patient was then taken to the hospital and a cat scan was done but the results are unavailable. The patient has a history of stroke. Follow-up revealed the patient was released from the hospital.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-02677. Follow-up revealed the patient had a small transient ischemic attack which was not related to the scs system. The patient is doing well and has good therapy.